Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the protective sheath of a euphora device was nearly left on the device i.e. Not removed. There was a potential for it to have been inadvertently left on and to have been used in a patient. No patient injury was reported.